Manufacturer narrative:
Section d4. The lot number was inadvertantly entered under the serial #. The following corrections were made: serial # was changed from 94471li00 to blank and the lot # was changed from blank to 94471li00. Review of complaint activity determined there was normal complaint activity for the likely cause architect syphilis tp reagent lot number 94471li00. Tracking and trending report review for the architect syphilis tp reagent determined that there were no related adverse or non-statistical trends. The returned sample was tested with lot 92303li00 as lot 94471li00 was not available for testing; a non-reactive result was obtained. There was no reference test method for the syphilis assay so the sample was also tested with mikrogen recomline treponema igm/igg methods and the results were negative for the sample. A retained reagent kit of lot 94471li00 was tested in a sensitivity set up and it was determined that the performance of the lot was not negatively impacted; no false non-reactive results were obtained. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or product deficiency was identified for architect syphilis tp reagent lot 94471li00.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect syphilis tp results were generated for a (B)(6)-year-old male. The architect generated an initial result of (B)(6). The patient sample generated (B)(6) results with colloidal gold and trust however, the tppa was (B)(6). No impact to patient management was reported.